Event description:
It was reported that during a hip arthroscopy procedure using a disposable kit for 1.8 mm q-fix implant, the surgeon alleged that the black bearing sheath that the drill goes through appears to have welded to the drill, breaking drill proximally. As a result of this deficiency, additional q-fix implants needed to be used, including the one that was abandoned without function in the bone. The surgeon advised of a possible complication stemming from the implant that was abandoned in the bone. There have been no further complications reported as a result of this event.